Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the pump's black box dates from 12/7/2012 to 12/12/2012 had no "loss of prime" or "prime" related warnings observed. The pump was exercised for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings were duplicated. The force calibration check passed. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).